Event description:
The customer reported that the ventilator went vent inop and alarmed. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician was not able to duplicate a vent inop occurrence . Applicable testing was performed and tests passed to operating specifications. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced.